Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 122 mg/dl. Customer stated he was doing yard work and maybe sweat got into the device customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches and cracked on display window.